Event description:
During epidural placement, the doctor had difficulty with the catheter. While trying to remove catheter, the tip of the catheter apparently broke off. Co is questioning if catheter tip is retained in pt. It was later noted that the pt immediately underwent imaging procedures to determine if it was lodged, but all results were negative. The tip was never recovered. The catheter was thrown away at first, and then recovered from the wastebasket upon further review of the situation. The vendor has been called in to assess the catheter.